Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose level was high (exact value was not provided) and it was thought to be related to "insulin absorption" and the type of infusion set being used. The customer was taking absorption tablets and looking to change the type of infusion set. The type of infusion set was not provided.